Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged post implant. A revision procedure was performed and this lead was explanted. No adverse patient effects were reported during the procedure. The lead was discarded and would not be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.